Event description:
It was reported that when the patient finished the daily bag change on the cadd tubing, there was leaking at neck of bag. When the old bag was being removed, it broke off and neck of bag was stuck on the tubing. Home care staff went to help patient. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report was submitted under MFR# 9617604-2024-00097 on 01feb2024. Because successful acknowledgements were not returned, this report is being resubmitted per esg ticket 382976.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed no damage or other defects. Functional testing was performed and passed. The reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.